Manufacturer narrative:
The unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm tests. The unit functioned properly. The unit was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer's husband reported via phone call that his wife was hospitalized for a blood glucose exceeding 600 mg/dl. Prior to the hospitalization, the wife treated with two 10-unit boluses but her blood glucose did not decrease at all. The patient did not exhibit symptoms of hyperglycemia. She was treated at the hospital with an IV drip of insulin. The patient's blood glucose at the time of call was 200 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.